Event description:
It was reported that a pt experienced swelling of the lip within ten minutes of placing relief wax; the complainant indicated that medical treatment was sought, though did not specify the type of treatment.

Manufacturer narrative:
While it is unk if the wax used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material.